Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records provided and reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202- femoral head sterile product do not resterilize 12/14 taper- 62010884. 00630505032- liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells- 62068659. 00620005220- shell porous with holes 52 mm o.d.- 62060660. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02926. Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient continues to exhibit elevated metal ions two years after contralateral hip revision for metallosis. Patient is planning to be revised, but no revision has taken place to date. Attempts have been made and additional information on the reported event is unavailable at this time.